Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: unknown; biotronik lead, implanted: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. A cause of death of sepsis was provided. The patient was a participant in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.